Event description:
The particle board panel where the lcd monitor sits on suddenly became dislodged from the back side and therefore tilted forward. The sonographer was almost hit by the lcd monitor. Per reporter, the manufacturer has been very receptive. The manufacturer representative was notified that the hospital remediated the problem with a better solution and returned the unit to service. The representative requested pictures which showed the system prior and after remediation.